Manufacturer narrative:
Type of test not yet determined: the fse has not evaluated the unit at this time. A supplemental report will be submitted upon receipt of evaluation and repair information.

Event description:
It was reported that during testing the cardiosave intra-aortic balloon pump (iabp) unit needs the safety disk and fiber optic replaced. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. There was no issue with the fiber optics found and no fault logs pointing to an issue. No parts were replaced besides the safety disk which was due per cycle usage and replaced on pm service order 43990181. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.